Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited intermittent inappropriate automatic mode switch (ams) episodes. It was noted that the inappropriate ams was due to p-waves falling in post-ventricular atrial refractory period, and then followed by atrial pacing. Programming changes were made. The patient was fine before, during and after reprogramming.